Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety, pre-menstrual tension syndrome and dysfunctional uterine bleeding. Concomitant products included baclofen, bupropion, estradiol, gabapentin, levothyroxine sodium (levothyroxin), losartan, meloxicam, potassium chloride and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), myalgia ("myalgia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain") and pain in extremity ("hands pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, mood swings, vaginal haemorrhage, menorrhagia, weight increased, myalgia, alopecia, back pain and musculoskeletal pain outcome was unknown and the abdominal pain, neck pain and pain in extremity had resolved. The reporter considered abdominal pain, alopecia, back pain, menorrhagia, mood swings, musculoskeletal pain, myalgia, neck pain, pain in extremity, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received:the event abnormal vaginal bleeding, menorrhagia, weight gain, myalgia, hair loss, abdominal pain, back pain, neck pain, hands pain added.reporters,events outcome,concomitant medication,concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety, pre-menstrual tension syndrome, dysfunctional uterine bleeding, depression, add, narcolepsy, hypertension, endometrial ablation, uterine bleeding, ovarian cyst, dyspareunia, fatigue, fever, dyspnea, dizziness, tachycardia, genitalia external painful, myalgia, hot flashes, hirsutism and seasonal allergy. Concomitant products included baclofen, bupropion, estradiol, gabapentin, levothyroxine sodium (levothyroxin), losartan, meloxicam, potassium chloride and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). In 2012, the patient experienced weight increased ("weight gain/loss (which one specify)weight gain"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced myalgia ("other injury : myalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), mood swings ("mood swings"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain") and pain in extremity ("hands pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, mood swings, vaginal haemorrhage, menorrhagia, weight increased, myalgia, alopecia, back pain, musculoskeletal pain, nausea, abdominal pain lower and dysmenorrhoea outcome was unknown and the abdominal pain, neck pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, menorrhagia, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, pain in extremity, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coil at the left cornua of the uterus, normal right fallopian tube and ovary with a simple right ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: nausea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant medication added. Following event: nausea, lower abdominal pain, dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash") and mood swings ("mood swings"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash and mood swings outcome was unknown. The reporter considered mood swings, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.